Event description:
Hello, my name is (B)(6) and this complaint is regarding the company byte, that sells dental alignment and orthodontic retainers and aligners with the intention of fixing alignment issues. I've been a byte customer since (B)(6) 2023 - they accepted me as a patient after I completed their standard patient screening and I opted for the nighttime aligner program, including the byte smile for life protection. A month ago, byte sent out a field safety notice to me (and all of it's customers/patients) directing us to visit the dentist because they said that "some of their onboarding processes may not have adequately screened for certain issues". Upon receiving the field safety notification that requires a dental check, I completed a dental visit. Here are the details of the clinic and doctor visited: date of visit: (B)(6) 2024, dental center: (B)(6), doctor name: dr. (B)(6), dmd address: (B)(6), phone: (B)(6). During the visit, the doctor found the following issues: 1. Active periodontal issues and inflammation of gums that require treatment (periodontal scaling and root planning) before any orthodontic alignment treatment can be administered, as the issues would make any such treatment inefficient/ineffective. These issues can be seen in the build-up of plaque in the x-ray images 1 & 2 attached to this email. 2. Alignment issues in my bite where the left and right joint in the jaws are not aligned and would require closer inspection and specific targeted treatment. This is highlighted in x-ray image 3. 3. The doctor also mentioned that my current treatment should not have begun without addressing the above periodontal and alignment issues. I have been a customer with byte for approximately 22 months now. I went through the standard onboarding procedure. As an incoming patient, I was assured that there is a state certified orthodontist that reviews every onboarded patient, only to now find that important medical issues and patient safety assessments either have not, or have been insufficiently conducted, as per the field safety notification. I followed every instruction for correct wear, (at least 10hrs per night, often wearing them all day) and completed regular check-ins with byte as instructed by them. Nothing about the above-mentioned issues was mentioned as feedback after my check-ins. As a trusting customer and patient, I assumed that the onboarding process would have told me that I wasn't a qualified candidate for the treatment with the dental issues that have been pointed out by the orthodontist. Instead, I was told that I am qualified, and paid (B)(6) for the nighttime aligner program which included a "smile for life" guarantee and a protection plan that states that I can go back to treatment if I see any changes in my teeth. I have ordered my retainers, which I haven't and now will not be able to use given what my orthodontist has mentioned. I have been instructed by my orthodontist to not wear any aligners or retainers and seek treatment until my periodontal issues have been fixed, in order to avoid any exacerbation. I have been in touch with byte and filled up all the required forms detailing my visit, sent them multiple emails, chatted with their representative and tried calling them only to be told that they will get back to me in 5-7 days. It has now been 10 days and I haven't received any response in an urgent situation. During the visit, the doctor found the following issues: 1. Active periodontal issues and inflammation of gums that require treatment (periodontal scaling and root planning) before any orthodontic alignment treatment can be administered, as the issues would make any such treatment inefficient/ineffective. These issues can be seen in the build-up of plaque in the x-ray images 1 & 2 attached to this email. 2. Alignment issues in my bite where the left and right joint in the jaws are not aligned and would require closer inspection and specific targeted treatment. This is highlighted in x-ray image 3. 3. The doctor also mentioned that my current treatment should not have begun without addressing the above periodontal and alignment issues.